Event description:
It was reported that during right ventricular lead revision, the atrial lead dislodged. The physician repositioned it and when the lead was hooked up to pulse generator loss of sensing was noted. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomalies were found.